Event description:
A us distributor contacted zoll to report that a patient developed skin indentations under the lifevest equipment. Patient described the area as digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to leave the lv at hospital. The patient stated they do have a history of sensitive skin and /or allergies. Follow up indicated that the skin irritation improved.